Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bruise from the lifevest equipment. Patient described the area as painful, swollen, and bruised as the monitor fell on their foot. There was no alleged device malfunction contributing to the irritation. The patient¿s physician tended to the area and did an xray for the skin irritation. Follow up indicated that the skin irritation improved.